Event description:
It was reported that there was an issue with 1067040 - lyoplant onlay 7.5x7.5cm. According to the complaint description, the patient had a severe reaction postoperatively with abscess formation. Repeated duroplasty was performed using lyoplant. A revision was required. The initial surgery was on (B)(6) 2023 for recurrent brain tumor. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: the patient's initial condition and diagnosis was recurrent brain tumor. The material postoperatively had supposedly caused a severe reaction. There was re-exploration of the surgical cavity. The abscess was drained, the lyoplant removed and replaced with autologous fascia lata. After a two (2) month hospitalization, the patient died a few weeks ago. The death was not related to the medical implant.

Manufacturer narrative:
Additional information: a - patient sex, b5 - updated description, h6 - codes updated. Investigation results: no product was provided, but a picture of the patient's skull area during operation was received. The investigation was based upon batch history review, historical data analysis and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: bsed upon information available, a definite root cause for the reported issue cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Further information to be noted; risks, adverse effects and interactions cannot be ruled out and are also mentioned in the instructions for use (IFU). Excerpt of IFU (internal aesculap ag no. 12158033 2021-11 change no. 64824): 2.2 areas of use and limitations of use - 2.2.1 intended use - lyoplant onlay is an implant of purified collagen obtained from bovine pericardium and bovine split hide. It is intended to be used as a dura mater substitute in neurosurgery. 2.2.2 indications - note - the manufacturer is not responsible for any use of the product against the specified indications and/or the described applications. Replacement and extension of connective tissue structure in neurosurgery: for covering cerebral and cerebellar dura defects, for decompressive craniectomies when there is elevated intracranial pressure, for covering spinal dura defects, for spinal decompression surgery. 2.2.3 contraindications - lyoplant onlay should not be applied: in infected regions, to replace connective tissue structures that are subject to mechanical stress, in case of known hypersensitivity against proteins of bovine origin. 2.3 risks, adverse effects and interactions - potential complications that the manufacturer is currently aware of: infection, cerebrospinal fluid leakage, adhesion, allergic reactions to proteins of bovine origin. Risks, side effects and interactions caused by the patient's comorbidities or in combination with other products are not known. Note - the items in this list include the potential clinical consequences. Based upon investigation results, a CAPA is not necessary.